Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) phakic implant procedure, it was observed that one haptic was stuck inside the cartridge. During the implantation, while attempting to remove it from the cartridge, the iol haptic broke. The iol was removed and replaced with a company lens of same diopter during the initial procedure. Additional information has been requested and received stating there was no patient harm and patient's vision was good at the time follow up report.